Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the reservoir was occluded. Customer reported that no delivery alarm came up when he attempting to fill the cannula and received motor error alarm on the insulin pump at the same time. Customer's blood glucose was 180 mg/dl. Troubleshooting was not done due to infusion set has been removed from the insulin pump and insulin pump alarmed motor error. Customer will be returning the infusion set and reservoir for analysis. Advised customer that infusion set and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacture report 3004209178-2015-89144.